Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort while voiding. The physician scoped the patient and noticed bruising on the urethra where the cuff was placed. This artificial urinary sphincter cuff was replaced with a 0.5 cm smaller cuff distal to the original cuff site. A new artificial urinary sphincter was implanted. No patient complications were reported.

Event description:
It was reported that the patient experienced discomfort while voiding. The physician scoped the patient and noticed bruising on the urethra where the cuff was placed. This artificial urinary sphincter cuff was replaced with a 0.5 cm smaller cuff distal to the original cuff site. A new artificial urinary sphincter was implanted. No patient complications were reported.